Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and a kink was seen near the distal tip of the sheath. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. The kink observed at the tip of the sheath is considered unrelated to the air seen in the sheath. Additionally, because no kink was mentioned at the time of the event the most likely cause is considered to have been related to the transport or storage of the sheath after the procedure.

Event description:
It was reported that a faradrive steerable sheath presented bubbles inside the sheath valve. No more information provided about time of event, procedure or patient outcome, return status or any other detail. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath presented bubbles inside the sheath valve. No more information provided about time of event, procedure or patient outcome, return status or any other detail.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath presented bubbles inside the sheath valve. No more information provided about time of event, procedure or patient outcome, return status or any other detail.